Manufacturer narrative:
The device has not yet been returned to the manufacturer, so a proper evaluation of the cause of the reported ec17 issue has not yet been possible. Moog will update this report with new information as it becomes available. Device not returned to manufacturer.

Event description:
The customer reported that a curlin painsmart iod pump had alarmed and displayed "ec17" (bad clock) three times in a 24-hour period. The customer stated that the repeated errors caused the patient's PICC line to lose patency, requiring replacement of the PICC line. (B)(4).